Manufacturer narrative:
Qc and system check data was not provided. The sample was collected in a bd, lithium heparin plasma tube and centrifuged at 3,000 rpm for 10 minutes. The customer indicated they had to retrain technicians on proper sample handling. A field service engineer (fse) was not dispatched to the customer's lab at this time; however, the fse was on the site prior to the event in 2007. The fse performed diagnostic tests and all results passed. The fse verified ultrasonic performance and no issues were noted. The fse discussed with the customer the importance of proper pre-analytical sample handling and impact of poor specimens on immunoassay testing. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. The result was believed to be above the ami cutoff and repeated as negative. The result was reported out of the lab. The actual results were not provided. There was no report of pt injury requiring medical intervention or change to pt treatment received regarding this event.